Event description:
Same case as 600093-2005-00584 during a coronary drug eluting stenting treatment procedure, crossing difficulty occurred resulting in stent damage. The moderately calcified, moderately tortuous, 99% stenosed lesion in the rca was predilated with an unknown type and size balloon and a 3.0x 32mm taxus express2 drug eluting stent was placed. The physician then attempted to place another taxus express2 3.0x 32 drug eluting stent proximal to the first stent, but it would not cross. The stent was removed and the lesion was again predilated. The same 3.0x32 mm stent was inserted again, but still would not cross. The physician tried to pull the stent back into the guide and it could not be removed. Everything was removed as a unit and the physician noticed that the proximal struts were damaged. The product was discarded and the physician attempted to place a taxus express 2 3.0x 24 mm drug eluting stent, but it would not cross. The stent was pulled back partially into the guide catheter and resistance was met. They removed everything as a unit again and found the second stent to be damaged as well. The vessel was rewired and the procedure was completed with two 3.0 x 18 mm driver stents. No pt complications occurred. Pt status is reported to be satisfactory.